Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 135 mg/dl but upon review of the carelink reports, blood glucose were 102 mg/dl and the sensor glucose was 73 mg/dl at the time of the incident. Customer reported that in the last few days it been like a 100 points difference between my sugar high and sugar low. Earlier today it suspended my basal and my sugar was 259 mg/dl. Customer reported that insulin delivery was suspended due to sg values. Sg value that triggered the suspend event: 73. Suspend on low limit in sensor settings: 80. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.